Event description:
The customer reported that they are getting a film cross motor error on bootup.

Manufacturer narrative:
(B) (4). The ge service rep arrived onsite and found the filmer jammed and not moving in the cross direction. He installed, tested and verified cross movement was jammed. He found that the right side of frame was bent, causing the jam. He aligned the frame and this corrected the problem.